Event description:
It was reported that pre-operative of device replacement the right atrial (ra) lead had low p-waves and inability to capture. Therefore the ra lead was capped and replaced with a new lead. It was also reported that during device replacement the physician was unable to engage multiple wrenches into to svc port and the screw was allegedly stripped and could not be engaged. Therefore the device was not used and replaced with a different device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: (B)(4) tissue valve (B)(6) 2004; (B)(4) tissue valve (B)(6) 2004; 6935 implantable tachy lead (B)(6) 2009, 4196 implantable pacing lead (B)(6) 2006. (B)(4).